Event description:
It was reported that the user experienced high glucose while using the ilet, with no leaking observed from the device or infusion site; upon removal, the infusion needle was found bent and the site was slightly damp, and the user was advised to replace supplies, select a less frequently used site, and change the tubing. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education. Investigation included user interview and device use review. Investigation of this case revealed a bent infusion needle and a damp site consistent with impaired insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.